Manufacturer narrative:
The examination of the complaint device under magnifying glass confirmed the presence of a small hair (approx. 6 mm long) between internal and external blisters of the product. The presence of a hair in the packaging is a criteria for rejecting the product. This hair should have been evidenced during the visual inspections performed after the packaging step. This is therefore a human error. All manufacturing technicians working in the clean room were informed of this complaint during an internal quality meeting and will be retrained to the gowning procedures. In addition, the technicians involved in the visual inspection operations were instructed to be particularly vigilant during the controls of the products.

Event description:
During routine inspection performed by our distributor in (B)(6), a small hair was found between the internal and external blisters of the product. There was no patient injury as the device never reached any hospital.